Event description:
It was reported that externalized conductors were observed via imaging. It was also noted that out of range lead impedance and inappropriate therapy due to oversensing were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasions were noted at 7.3-8.9cm and 12.7-13.8cm from the lead tip. The etfe coating was intact at the se locations. Externalized conductors due to internal insulation abrasion were noted at 10.3-12.7cm from the lead tip.